Manufacturer narrative:
Insulin pump passed the displacement test. Compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected error test, prime/delivery test, excessive no delivery test and occlusion test due to compromised force sensor alarm. Pump received with normal operating currents. Pump passed the self-test. Pump passed off no power test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer's blood glucose was 506 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.